Event description:
It was reported that during laparoscopic distal gastrectomy, the clip got broken at loading. The user replaced the device with a new one. No clips fell in the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1800102 was manufactured on 11/12/2018 a total of 288 pieces. Lot was released on 11/19/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent and the indicator clip in the first position of the channel, indicating that there are no clips remaining in the device. The returned sample appears used as there is biological material present on the device. In the attached photo from the customer, the rotation tab is bent, and a clip can be seen broken at the hook. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The indicator clip fired. Although there were no clips remaining in the device, the bent rotation tab and the clip broken at the hook from the customer photo are indications that the clips were out of position in the channel and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws and can also cause clips to break in the channel. It could not be determined exactly how or when the clips became out of position. The sample was received with no clips remaining in the channel, indicating that 15 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip broke" was confirmed based upon the sample received. One device was returned with the rotation tab bent and the indicator clip in the first position of the channel, indicating that there are no clips remaining in the device. In the attached photo from the customer, the rotation tab is bent, and a clip can be seen broken at the hook. Although there were no clips remaining in the device, the bent rotation tab and the clip broken at the hook from the customer photo are indications that the clips were out of position in the channel and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws and can also cause clips to break in the channel. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic distal gastrectomy, the clip got broken at loading. The user replaced the device with a new one. No clips fell in the patient.